Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they have groups a, b and c and group b, which they typically use is showing "settings not available" message when they connect. Patient tried increasing groups a and c but that only intensifies stim down the inside of their leg and doesn't give them any back relief. Caller stated they aren't feeling anything in their back and are uncomfortable. Patient charged the ins to 100% last night but there was no resolution to the "settings not available" message. Technical services (tss) offered to email manufacturer representatives (rep) in the area as patient is going out of town tomorrow and their rep is unable to meet them before then.

Event description:
Additional information was received from the patient (pt). Pt said that they tried some of the suggestions that the manufacturer technical team made. Pt said it brought some stimulation, but not in the right area. Pt said that their healthcare provider (hcp) was no longer in practice. Pt said that they met with a manufacturer representative (rep) that they had seen before. Pt said that the rep saw that one of the stimulators was not working properly and was giving the pt an error message. Pt said that the rep reprogrammed each of the areas (a, b, and c) and it brought the pt relief. Pt said that it was working now and they now know how to adjust on the b branch. Pt was now getting the relief they had before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.